Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Remains implanted.

Event description:
A patient enrolled in a clinical study was noted to have experienced radiolucency six weeks post-implantation.